Manufacturer narrative:
This supplemental report is being submitted to provide additional information and the lm investigation. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The lm reports that the root cause could not be identified. The legal manufacturer provided the following possible cause for the reported event are presumed as follows: ·seeds were suctioned during procedure, then appropriate handling in accordance with the instructions for use (IFU) was not conducted. ·foreign material adhered into the channel for the device was not reprocessed immediately after procedure. The IFU was reviewed and it warns not to suction solid material as stated: "if the suction valve clogs and the suction cannot be used when solid matter, such as the clip or thick fluid, are aspirated, withdraw the endoscope and disconnect the suction tube from the suction connector on the endoscope connector. Attach a syringe containing sterile water to the suction connector. Straighten the insertion tube as much as possible and forcefully flush the connector with the water while the suction valve of the endoscope is slightly depressed. Repeat the flush until the thick fluid or solid matter are discharged from the distal end of the suction channel. After discharging, confirm that there is no irregularity in the suction function according to ¿inspection of the suction function¿ on page 50, before using the endoscope again. If the thick fluid or solid matter cannot be discharged, stop using the suction function and contact olympus." According to the following IFU (operation manual), foreign material in biopsy channel can be detected, and the event can be prevented: "3.8 inspection of the endoscopic system: inspection of the instrument channel: 1 insert the endotherapy accessory through the biopsy valve. Confirm that the endotherapy accessory extends smoothly from the distal end. Also make sure that no foreign objects come out of the distal end. 2 confirm that the endotherapy accessory can be withdrawn smoothly from the biopsy valve." "Reprocessing manual: precleaning the endoscope and accessories states the following on conducting pre-cleaning immediately after procedure. If the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure." The legal manufacturer confirmed the subject device was shipped in accordance with specifications via the device history record.

Manufacturer narrative:
The event date is (B)(6) 2021 when the foreign material was noted. The reporter¿s occupation and health profession are unknown at this time further inspection of the returned device found the scope¿s plastic cover damaged. The bending section rubber glue was found cracked. The scope¿s image displayed excessive black dots. Buckles were noted on the scope¿s insertion tube protector boot. The scope¿s control knob movement was checked and found to be loose with play (ud). The scope ID chip showed a total of 1415 uses. The cause of the foreign material in the scope cannot be determined at this time. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The customer reported that during reprocessing, the technician was unable to advance the cleaning brush all the way down the suction valve lumen. No further information was provided. The device was returned for evaluation and during the brush test foreign material (seeds) was noted to be exiting the scope¿s channel which is considered to be a reportable malfunction. There was no patient involvement.